Event description:
A surgeon reported that during a vitrectomy procedure, he felt the aspiration was low. He noted the aspiration did not seem the same as usual. The procedure was completed with no pt harm.

Manufacturer narrative:
The company rep examined the system and replaced the pressure vacuum manifold. No samples were returned for eval. There was no sample returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause cannot be determined conclusively. (B)(4).